Event description:
The pt, a iddm, allegedly came down with the flu on 7/11. Readings throughout the day on his one touch ii meter using quick check test strips lot #16199b (exp. 2/98) were 103-178 mg/dl. After obtaining a result of 103 mg/dl at 7:12/p, the reporter contacted the pt's physician and was instructed to give the pt regular soda and his insulin. The pt was given 4 cans of regular soda and his usual evening insulin dosage (40u 70/30), however, bg result continued to remain in the 125-148 mg/dl range. On 7/12 at 5:15/a, a fasting blood glucose result was 134 mg/dl. The pt was transported to the hospital where a hospital meter result was 130 mg/dl and a lab draw was 610 mg/dl. The pt was admitted with a diagnosis of "hyperglycemic, dehydrated and in a dka state " and was treated with IV insulin. The reporter stated that the pt had experienced vomiting and diarrhea for a couple of days prior to hospitalization. The reporter was referred to the test strip literature which describes the effects of dehydration on meter results. In addition, it was explanined that in order to obtain optimal meter performance,it is recommended to use only lifescan test strips and to not use strips that are beyond the labeled expiration date.